Manufacturer narrative:
Motor error alarm during the basic occlusion test. It was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
Customer reported that the insulin pump was alarming motor error for 2 weeks during bolus. Customer uses the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown mg/dl. Nothing further reported.